Event description:
The customer reported that the system freezes during start up, no boot. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the battery were replaced during the service call. The system was tested and found to be working as intended and put back into service.